Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that every time the patient moved; they broke the connection. They would lay in the bed where they could be more still. It took about 5 hours to fully charge. The patient said they had notified their physician. The patient thought the battery should have been full charge when it was put into their chest.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that every time the patient moved; they broke the connection. They would lay in the bed where they could be more still. It took about 5 hours to fully charge. The patient said they had notified their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a rechargeable ins put in last week and wanted to charge his ins because it was low. The patient was advised to contact their healthcare professional (hcp) for charging instructions as it had not been checked yet. The patient still had their bandages on from implant. The bandages could be causing poor coupling. The patient reported seeing all boxes on the bottom row however none were filled in. The patient saw 6 boxes and then 2. No symptoms were reported. No further complications were reported/anticipated.